Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing continuous renal replacement therapy (crrt) with a prismaflex m100 set ckt. At the beginning of the treatment, a leak was observed on the venous line. The blood loss was estimated to 100ml. The treatment was terminated with restitution of the extracorporeal blood circuit. There was no patient injury or medical intervention associated with this event. Currently, no additional information is available.